Event description:
It was reported that post implant procedure upon interrogation, the implanted cardiac monitor (icm) exhibited an error. It was determined that the error message was due to memory corruption. The pocket was reopened the device was explanted and replaced. The procedure was completed successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The field complaint of error message was confirmed. Further interrogation could not be performed. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced.

Manufacturer narrative:
Correction; has been updated to 2017865-10/11/19-001-c.